Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation,therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: lumbar disc herniation and spinal canal stenosis it was reported that during the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis :visual and optical examination did not identify material damage with respect to the implant. Functional evaluation with sample m8 mas head found the implant able to be fully engaged. After visual, optical and functional evaluation, the implant appears to be capable of performing its intended function.